Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The carrier board was replaced, and the unit was returned to service.

Event description:
The hospital reported that the ventilator quit during a case. The clinician reportedly switched to manual mode to continue ventilation. There was no reported patient injury.